Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. One image was submitted to product performance engineering. The image appeared to show a sheath tip with the grey portion fractured and detached. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath tip damage remains unknown.

Event description:
During an atrial fibrillation procedure, after the catheter was removed from the patient, it was noted that the gray tip of the sheath was missing after the procedure. It looked to be torn. The procedure was completed without replacing the device and there were no adverse consequences to the patient.